Event description:
It was reported that the lead was damaged during the stage two procedure. The lead end cap was used and appeared to have caused damage to the lead. On the day of the report, when they opened up the patient, they noted that the end cap boot had slid off the lead and the end of the lead between contacts 0,1 had been stretched(wiring uncoiled). The electrode 0 was visibly hanging and bent and there was wiring exposed at the tip of the lead as well as distally from the tip. The health care provider did not want to replace the lead as the patient had complication from the stage one. Other contacts looked undamaged. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator; product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator; product ID neu_unknown_prog, lot # unknown, product type programmer, physician. (B)(4).